Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was received inside the loading device. The slide lock was disengaged. The plunger was not depressed on the delivery device. The delivery device was removed from inside the loading device. The seal and the tension spring assembly remained inside the loading device. The seal and tension spring assembly was extracted from the loading device. The seal was observed to be delaminated at the outer coil and cracked near the inner side of the coil. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.222 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for reported failure "failure to load" and analyzed failure "crack/delamination" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.